Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the coating on the cutting wire was torn and the cutting wire was broken. The broken section was melted and burned. Approximately coating was missing for 8.0 mm from the broken point. There were no other abnormalities related to the breakage in the subject device as below. Also as the checking of the manufacturing record of the same lot, nothing abnormal was detected. The length of the pfa wire. The appearance of the pfa wire. The movement of the cutting wire. The general appearance. This type of damage is most likely related to the operator's technique. As the results of the investigation, omsc assumes that the damage of the coating and cutting wire occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. The coating broke off and came off from the cutting wire because of the user handling after the cutting wire was broken. The device instruction manual has warned users that "when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube.

Event description:
Olympus medical systems corp (omsc) was informed that during endoscopic sphincterotomy (est), the cutting wire of the subject device was broken immediately after activation. The same phenomenon occurred to the second device in succession. This procedure was completed with a spare device. There was no patient injury reported. The subject product was returned to omsc for investigation on sep. 29, 2016. The investigation confirmed that the cutting wire was broken. The coating on the cutting wire was approximately missing for 8.0mm from the broken point. This report describes the "the first event". Please cross-reference the following report about the second event; 8010047-2016-01323.